Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
The patient has 2 leads (from the same lot) implanted as part of his scs system. It was reported the patient was not receiving effective stimulation from his scs system . As such, the sjm representative met with the patient and diagnostic testing revealed one lead reflected high impedance readings on multiple lead contacts. Follow-up information revealed the patient underwent surgical intervention where one of the patient's leads was explanted and replaced. Effective stimulation was restored postoperative and the reported issue is now resolved.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.